Event description:
It was reported that lead integrity alert (lia) triggered due to increased short interval counts (sic) caused by oversensing and right ventricular (rv) high pacing impedance. Therefore the rv lead was partially capped and remains in use for high voltage therapy and the pace/sense portion of the lead replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 2 - patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 02:15:03 and (B)(6) 2011 02:15:03. Weekly pace lead impedance trend data shows a spike increase for max rv pace= 1408 to 2720 ohms range between (B)(6) 2011, then daily trend data shows an abrupt increase from 1392 to 4432 ohms on (B)(6) 2011. Four - ventricular nonsustained tachycardia episodes of less than 200 ms occurred between (B)(6) 2011 21:35:32 and (B)(6) 2011 06:36:10.

Manufacturer narrative:
Correction.

Event description:
It was further reported that the rv lead was fractured.